Event description:
Surgical tech was setting up constellation machine and the tubing setup in 25ga totalplus vitrectomy pak with beveled 10,000 ultravit probe would not prime. This has happened multiple times on different cases with the same type of pak. 25ga totalplus vitrectomy pak with beveled 10,000 cutter was not working properly. Suction would not pull fluid through line. This has also happened multiple times on different cases with the same type of pak. Manufacturer response for vitrectomy pack, 25+ vitrectomy constellation totalplust ultravit (per site reporter). Awaiting response. This device will be returned for failure analysis.